Event description:
I had photodynamic therapy with levulan and blu-light (sun pharma product) at (B)(6), on (B)(6) 2024. I was given eye goggles to wear during the blu-light treatment. I was advised to stay indoors and avoid sunlight for 72 hours. The following morning (friday), my eyes began to sting and be very sensitive to light. I took aleve and used otc lubricating drops and started wearing sunglasses even in the house. I have a history of dry eyes and use xiidra drops twice daily. I continued these. The nurse practitioner at the dermatology office recommended I continue what I was doing. I continued this through the weekend. Monday am, my eyes were still painful and very sensitive to light and I made an appointment with dr. (B)(6) at my eye doctor in (B)(6) - first available was tuesday, (B)(6). He did a thorough exam and said my corneas were dry. He prescribed a otc lubricating gel, refresh. I have been using that every hour and staying inside and my eyes are still painful and very light sensitive. Treatment for actinic keratoses.